Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. Failure was traced to a failing lcd backlight bulb. The lcd display was replaced with a known good front panel display to continue testing. Teach pump test passed. The accelerated stress test (ast) failed. Failure was traced to a stalling pump b motor. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the failure was traced to a failing lcd backlight bulb.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler received an m01-17 cannot teach pumps during setup phase alarm during step 2 of setup. Technical support had the patient re-setup with the same supplies, but the m01-17 alarm returned. The fresenius technical support representative issued a replacement cycler. The patient was advised to discontinue using the current unit, and inform the peritoneal dialysis registered nurse (pdrn) of the cycler replacement. There was no patient harm or adverse event, and no medical intervention was required. The patient will complete therapy using manual treatment. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that there was thermal decomposition and was traced to a failing lcd backlight bulb.

Manufacturer narrative:
Additional information: d6 investigation findings plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. Failure was traced to a failing lcd backlight bulb. The lcd display was replaced with a known good front panel display to continue testing. Teach pump test passed. The accelerated stress test (ast) failed. Failure was traced to a stalling pump b motor. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the failure was traced to a failing lcd backlight bulb.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler received an m01-17 cannot teach pumps during setup phase alarm during step 2 of setup. Technical support had the patient re-setup with the same supplies, but the m01-17 alarm returned. The fresenius technical support representative issued a replacement cycler. The patient was advised to discontinue using the current unit, and inform the peritoneal dialysis registered nurse (pdrn) of the cycler replacement. There was no patient harm or adverse event, and no medical intervention was required. The patient will complete therapy using manual treatment. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that there was thermal decomposition and was traced to a failing lcd backlight bulb.